Event description:
Damage to the pump housing and usb port was reported, which affected the customer's ability to charge the pump, leading to a shutdown. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin delivery.